Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that when removing the huber needle, the needle was stuck and did not lock. There was no reported patient injury. No other information was provided.

Event description:
It was reported that when removing the huber needle, the needle was stuck and did not lock. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism over the tip of the needle is confirmed and was determined to be use related. One 22 ga x 1.0 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residues throughout the returned infusion set. The safety mechanism was not advanced over the tip of the needle upon the return of the device. The needle appeared to be slightly bent. A functional test of attempting to slide the safety mechanism down the needle shaft revealed some difficulty towards the proximal end of the needle shaft, but with some effort the safety mechanism advanced over the needle tip. A microscopic observation revealed a slight bend in the needle shaft. Scratches were observed along the needle shaft. The complaint of difficulty advancing the safety mechanism over the needle tip after use of the infusion set is confirmed and was determined to be caused by the bend in the needle shaft. Insertion techniques may have contributed to the bend in the needle shaft. This complaint will be recorded for future trending and monitoring purposes.